Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2012; model 6947 implantable tachy lead, implanted: (B)(6) 2012; model 4396 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that during an unrelated procedure the atrial lead became dislodged. A lead revision was attempted the next day; despite several attempts, the lead became dislodged each time. The lead was explanted and replaced. The physician noted that there was tissue throughout the helix. No patient complications have been reported as a result of this event.